Event description:
The national death index indicated that the patient's cause of death was malignant neoplasm of nasopharynx, unspecified.

Event description:
Analysis of the lead was completed on 12/11/2014. Note that the majority of the lead assembly (body) including the electrodes was not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No obvious anomalies were noted. The setscrew marks found on the lead connector pins provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified.

Manufacturer narrative:
.

Event description:
An explanted generator and lead were returned to the manufacturer. Searches revealed that the explanted devices belonged to a vns patient who had passed away on (B)(6) 2010. The cause of death and its relationship to vns are unknown. Analysis of the returned generator found that the device had reached an end of service condition which was the result of normal, expected battery depletion. No abnormal performance or any other type of adverse condition was found. The device performed according to functional specifications. Analysis of the returned lead is currently underway. Attempts for additional relevant information have been unsuccessful to date.